Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "lumps and hard on the exterior and getting severe pain¿ ¿severe ongoing pain and capsular contracture, baker grade unknown.¿ this record relates to the left side. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: inflammation/irritation: unable to observe since it is not related to the device. Lump/nodule - ndr: unable to observe since it is not related to the device. Anxiety product/ procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Reason for reoperation: capsular contracture, baker grade ii additional, changed, and/or corrected data: b.5., d.6b., h.11.

Event description:
A patient reported, "are my implants part of the recall", "lumps and hard on the exterior and getting severe pain¿, and ¿severe ongoing pain and capsular contracture¿, baker grade ii and inflammation. This record relates to the left side. The device has been explanted.